Event description:
A pt with type 1 diabetes, who was using a novofine 30g disposable needle in conjunction with a novopen 3 insulin delivery device, novorapid (insulin aspart) and insulatad (long-acting human insulin), reported that a novofine 30g disposable needle broke off into their abdomen during injection in 2004. The pt went to the emergency room after the needle broke off into their abdomen and was hospitalized. An x-ray verified the needle before the operation, however during the surgery the doctor was unable to find the needle. The pt was discharged the next day. The outcome in adverse event is unknown. The pt was introduced to novofine 30g disposable needle in april 2002 and is still using the needles. Pt began using the novopen 3 insulin delivery device four months prior to the event and he was trained in the use of the device. A function check was performed which the device passed. The pt does not reuse the needles, and pt removes the needle between injections.